Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. After performing a pump reset, a malfunction alarm occurred. The customer reported a blood glucose (bg) level of 50mg/dl. Cause was not reported and customer declined to troubleshoot or answer questions regarding their low bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: a malfunction, indicated by an alert 4 (user parameters corrupted alert), enunciated upon initiation of the pump during failure investigation. Logs were unable to be retrieved and they were no longer available for review. Therefore, the bg levels for (B)(6) 2020 could not be identified. As such, the complaint could not be confirmed.